Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: modular dual mobility insert; cat# 626-00-46f ; lot# 85611401 size 6 accolade ii 127 deg; cat# 6721-0635 ; lot# 86452521 delta v-40 ceramic head 28/-4; cat# 6570-0-028; lot# 65339503 tridentii hemi cluster56f; cat# 702-11-56f; lot# 89708803 6.5mm low profile hex screw; cat# 15mm; 7030-6515; lot# x5kd it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned

Event description:
It was reported that the patient's hip was revised due to infection. On (B)(6) 2023, all components except the shell were removed because the surgeon did not have the instrumentation to remove the shell. On (B)(6) 2023, the shell will be removed and a spacer placed. Rep confirmed that no further information will be released by the hospital or surgeon.